Event description:
Retractable "safety" bd insyte autoguard winged angiocaths are not retracting. The nurse got needle stick as a result of this event.====================== manufacturer response for safety angiocath, bd insyte autoguard winged angiocath======================bd letter dated 3/17/09 re sample - lot 8217913, cat # 381523excessive amounts of gel were placed in the grip assemblies during manufacturing.